Event description:
The patient received 17 inappropriate shocks due to noise. Thresholds and impedances are normal and steady. The noise was unable to be recreated in the office. The device and lead remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.